Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported on this avea ventilator an unresolved high fraction of inspired oxygen (fio2) alarm. The customer reported no known reported patient events are associated with this event at this time. The hospital biomed reported reading a low fio2 at 21% and high fio2 reading at 100%. The biomed reported replacing the oxygen sensor and performing the extended systems test (est), which the device passed. Our carefusion technical support recommended internal blender calibrations , however approved tooling was not available and a replacement gas delivery engine (gde) was ordered for a resolution on this issue.

Manufacturer narrative:
The vyaire failure analysis (fa)group received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected, which found damage to the oxygen sensor cable and multiple cables not connected within gde. Having reassemble the gde the fa group performed the system leak test and the extended systems test (est) which passed. The blender verification test failed even after balancing the blender regulator relay to specifications. The reported fraction of inspired oxygen (fio2) dropping out of specification was duplicated. The root cause was due to material fatigue (corrosion and contaminants on the end of life blender assembly).